Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 8:30pm. The caller stated that the end-user received a reading of 66mg/dl. End-user then took her insulin based off the result she received which led to the end-user being found unresponsive. Paramedics were called around 10 minutes after testing with her prodigy meter. Paramedics arrived within 10-15minutes and tested her blood glucose with their meter and received a result of 34mg/dl. There was about 20 minutes between testing with the prodigy meter and the paramedics meter. There was no food drink or medications taken while waiting for the paramedics. The end-user was given 2 glucose IV solutions and was not transported to the hospital. The end-user takes the following insulin lantus 25 units at noon, novolog 2-10 units when she eats, novolog 20 units when result is over 400mg/dl. No additional details were provided.